Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that there was debris in the sterile packaging. It is unknown if the device was used in surgery. It is unknown if the device was used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of event is unknown. There was no add'l info provided.